Event description:
The customer reported that the device was displaying a sensor error. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer needed assistance replacing the data acquisition (da) solenoids. The service manual was provided to the customer, and was guided to sections 8.23, 8.26, 8.29. The customer attempted to replace solenoid 3 and 4, in order to solve the 110a error code; however, the device was now displaying error code 1007. The customer attempted to check the connections and found that they had bent the solenoid pins. It was then reported that the customer would take more time to troubleshoot the issue and may call back for onsite repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H11 (corrected data): upon further review of this record, it was determined that it is a duplicate of an event previously reported under MFR report # 2031642-2022-01491. Any additional information will be submitted under the initially reported MFR report # 2031642-2022-01491.